Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump insulin gauge was intermittently inaccurate across multiple cartridges. The customer's blood glucose reached 126 mg/dl. The customer reloaded the cartridge and received an accurate fill estimate. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique and was filling the cartridges with the incorrect syringe. Cts reminded the customer to do so as this was off label.